Manufacturer narrative:
Batch review performed on 28 may 2020: lot 1905491: (B)(4) items manufactured and released on 13-sept-2019. Expiration date: 2024-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.230h head biolox option 28 (k131518) lot. 1906491. Batch review performed on 28may 2020: lot 1906491: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event additional implant involved: ball heads: mectacer 01.29.243a sleeve size xl (k131518) lot. 1811867. Batch review performed on 28 may 2020: lot 1811867: (B)(4) items manufactured and released on 29-apr-2019. Expiration date: 2024-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient came in due to signs of infection and the pathogen is unknown. 4 moths after primary surgery the surgeon performed a washout and revised the head, option sleeve and liner. The surgery was completed successfully. The agent stated that another company's stem and cup were also explanted and that an antibiotic spacer was implanted. No new medacta components were implanted during this revision.